Event description:
It was reported that an ilet user experienced elevated blood glucose of 220 mg/dl after breakfast and had announced a usual meal but consumed more than usual, which constituted an incorrect meal size announcement. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to meal announcement practices, aligning with an improper or incorrect procedure or method and involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions.